Event description:
Device issue: none. Adverse event: respiratory distress subsequent death. Onset of adverse event: approx 3 yrs and 9 months post procedure. It was reported via trial that on (B) (6) 2006, the pt underwent stenting of the 1st obtuse marginal artery with one xience v stent and the 1st diagonal artery with one xience v stent. On (B) (6) 2009, the pt was admitted to the hosp with respiratory distress, underwent endotracheal intubation for mechanical ventilation and expired on (B) (6) 2009. There was no additional info provided.

Event description:
During deployment, the aso deformed into a cobra shape. The physician tried to push and pull the aso but, the deformation became even worse and retrieval was not successful. Although a gooseneck snare was attempted, retraction was not successful. Therefore the doctor tried to fix the shape by holding the aso against the atrial wall thereby successfully retracting the aso back into the sheath. Thereafter, the doctor attempted the procedure once more with another 22 mm. However the placement was not successful and as a consequence the procedure was unsuccessful. This is event is reportable to the FDA as additional intervention was required to retrieve the device from patient percutaneously.

Manufacturer narrative:
The aso was received at aga medical in its original configuration. Following decontamination, the aso was measured and the size was confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. Using a test delivery system, the aso was retracted into the loader and upon deployment, the aso deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was unable to confirm the performance described at implant; however, we understand that we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors. We continue work with manufacturing, research and development, and other groups to understand the factors involved in device deformation.